Event description:
The patient was having a c-spine MRI that was unrelated to her infusion devices/therapy. During the MRI, the patient had a sudden back pain which the patient stated was ¿nothing new¿; the back pain was attributed to the patient¿s bone cancer. The patient also reported that the pump was getting ¿too hot¿ during the MRI; the pump site was warm during the MRI. The patient was in the MRI less than 5 minutes. It was a 1.5t scanner. The device system was delivering dilaudid and bupivacaine. The patient was seen on (B)(6) 2015. The patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4).